Event description:
Patient reported "implant rupture and silicone leaking out and migrating". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture and silicone leaking out and migrating".

Event description:
Patient reported "implant rupture and silicone leaking out and migrating". Device remains implanted. This relates to the right side.